Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that sensor needle was broken. Sensor was stuck in body, introducer needle was still in body. No harm requiring medical intervention was reported. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found sensor needle broken. Broken part is missing. Unable to confirm customer received sensor damage due to customer returned opened or used.